Manufacturer narrative:
E1/facility name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up for an unspecified procedure, the distal end of the flex deflectable videoscope peeled off. There were no reports of patient harm.